Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c156e, serial/lot #: (B)(6), ubd: 25-jan-2020, UDI#: (B)(4) ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system (esbf2514c103e, etlw1613c124e and etlw1610c156e) was implanted during the endovascular treatment of a large common iliac artery aneurysm . The patient was undergoing treatment for colon cancer at the same time. The internal iliac artery on that side had already been embolized at the time of stent graft placement. An additional limb (etew1010c82e) was implanted approximately 5 years and 10 months later to obtain more seal in the iliac artery. It was reported via the patient approx. 6 years, 10 months post index procedure , that all four stent grafts failed and were surgically removed. It was confirmed via the sales rep that there was no problem with the integrity of the stent graft system but the aneurysm was still being fed by blood flow from across the pelvis and a bypass with explant was the treatment performed.